Event description:
Pump was sent in to service where a failure code 538:320 was found during the evaluation process. Although an attempt was made, no additional info was obtained regarding when the failure occurred and whether or not any pt incident or medical intervention resulted from this failure.